Manufacturer narrative:
(Date of event): date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.